Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient experienced a perforation resulting in effusion and tamponade prior to fixation during the implant procedure. A thoracotomy was performed to resolve the clinical event. Additionally, a conventional pacemaker was implanted. The patient was in stable condition.